Event description:
It was reported that an alert had been generated for out-of-range atrial intrinsic amplitudes measurements. The presenting electrograms showed atrial loss of capture. Atrial threshold was not recorded at last follow-up. Output is programmed to trend 3.5v@1.0ms. Lead impedance measurements were stable. The clinical observations have been documented. No adverse patient effects were reported. It was reported that an additional alert had been generated for out-of-range atrial intrinsic amplitude measurements. Review of the presenting electrogram showed undersensing of the native atrial signal and loss of atrial capture. High capture thresholds were noted during the last in-office evaluation. The clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for out-of-range atrial intrinsic amplitudes measurements. The presenting electrograms showed atrial loss of capture. Atrial threshold was not recorded at last follow-up. Output is programmed to trend 3.5v@1.0ms. Lead impedance measurements were stable. The clinical observations have been documented. No adverse patient effects were reported.